Manufacturer narrative:
(B)(4). This event is being reported due to the extended surgical time to resuture the device.

Event description:
It was reported that during a hernia repair on (B)(6) 2016 with strattice lot sp100303-007, the device tore while the surgeon was suturing it in. The procedure was reported to have been delayed about 45 minutes as the surgeon had to start over with suturing. The case was completed with the remainder of the device as there was no other 16x20 piece available. The patient was not compromised and is currently doing well. Part of the strattice was returned to lifecell for evaluation.